Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx was unable to acquire 12 lead during patient monitoring. There was no reported patient impact.